Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommend to perform the battery rundown test and run the ventilator on test lung the customer reported to have performed the battery rundown test and recharged the battery. The unit was allowed to run for a 48 hour period and no other issues were observed. The unit passes performance verification testing and will be returned to patient use. (B)(4).

Event description:
Covidien received information stating that while in use on a patient an achieva ventilator stopped cycling and generated a constant setting error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was harmed or injured as a result of the event.